Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade unknown.

Event description:
Physician reported left side "hardness to the touch", "implant sitting higher than normal", "discomfort", and "capsular contracture" baker grade unknown. Baker grade iii was later provided. The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device. White particle observed, on the device.

Event description:
Physician reported, left side "hardness to the touch", "implant sitting higher than normal", "discomfort". And "capsular contracture", baker grade unknown. Baker grade iii, was later provided. The device has been replaced.